Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered serious bodily injuries, including, but not limited to, extreme pain, vaginal erosion, dyspareunia, abdominal and pelvic pain, recurrence or urinary incontinence, add'l surgery and/or other injuries.